Event description:
It was reported that during a procedure, metal sheared off the device. The metal shavings were removed from the surgical site and the procedure was successfully completed with an alternate device. There were no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR for investigation. According to the quality engineer, the ball retainer was corroded and had begun to fall apart. Pieces of the retainer carrier or the balls themselves were most likely what the account referred to as "metal parts".